Event description:
It was discovered through routine device monitoring that the atrial lead capture threshold had increased. The lead was extracted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil distal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or features of the heart.